Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the bracket pushrod for a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system is tight and won't release. It was reported that the stent was deployed inside the patient; however, the delivery system was not able to be removed easily from the patient and it was extremely difficult to deploy the stent and then withdraw. There were no reported injuries to the patient. The target lesion was the femoral artery. The vessel characteristics at the target site were no calcification, no tortuosity, and 75% stenosis. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. The delivery system remained in one piece during removal from the patient. The device will be returned for evaluation.

Event description:
As reported, the bracket pushrod for a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system is tight and won't release. It was reported that the stent was deployed inside the patient; however, the delivery system was not able to be removed easily from the patient and it was extremely difficult to deploy the stent and then withdraw. There were no reported injuries to the patient. The target lesion was the femoral artery. The vessel characteristics at the target site were no calcification, no tortuosity, and 75% stenosis. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. The delivery system remained in one piece during removal from the patient. The device will be returned for evaluation. Addendum: product evaluation revealed the inner shaft is separated.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the bracket pushrod for a 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery system is tight and won't release. It was reported that the stent was deployed inside the patient; however, the delivery system was not able to be removed easily from the patient and it was extremely difficult to deploy the stent and then withdraw. There were no reported injuries to the patient. The target lesion was the femoral artery. The vessel characteristics at the target site were no calcification, no tortuosity, and 75% stenosis. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. The delivery system remained in one piece during removal from the patient. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing a kink near the proximal hub (10 cm away). The stent was not returned nor found in manufacturing position; therefore, it was concluded that the device was deployed before its arrival to the analysis laboratory. No functional analysis was executed, as the unit was received already deployed. The kinked portion was analyzed as the kinked portion may have compromised the units deployment mechanism. A dissection was executed on the kinked portion, and it was observed that the hypo tube was completely separated inside the outer sheath, compromising the deployment mechanism. The reported ¿stent delivery system (sds) - deployment difficulty¿ could not be confirmed, as the device was received already deployed; however, subsequent findings of an inner shaft ¿ separation were noted. It is possible these findings may have contributed to the difficulties noted. The separation indicated the device was induced to events that exceeded its material strength. The stent delivery system (sds) - withdrawal difficulty cannot be confirmed due to the nature of the event as this cannot be replicated in a lab setting. There are many procedural factors, use of concomitant devices and vessel characteristics that can contribute to withdrawal difficulties. Therefore, based on the information available for review procedural factors and handling of the device during use contributed to the events reported. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.